Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving a consecutive stalled motor alert on the device. The user restarted the device, and it initially resumed normal function. Later the same day, the user reported that the alert persisted. Customer support advised the user to charge the device and change out the supplies. Blood glucose was not affected.